Event description:
Patient had an erosion of tubing in the perineum. Patient had previously been experiencing tenderness around the port, and a lot of pain in the perineum. The implanting physician, a urologist, believes that these symptoms are indicative of an infection.